Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were eight previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations performed retain testing and was unable to reproduce the false positive results. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports individual received a false positive result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22702j, reader sn (B)(4)). A repeat cue covid-19 test performed on the same day provided a negative result. Individual tested with a sars-cov-2 pcr test on (B)(6) 2022, however, the result was not provided. Individual had no symptoms.